Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. A correction to the model and serial number of the device was made. The device model/serial number was corrected from (B)(6) to (B)(6).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. The physician corrected that this ICD was suspected of premature battery depletion (pbd), not code 1003. Subsequently, this ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. The physician corrected that this ICD was suspected of premature battery depletion (pbd), not code 1003. Subsequently, this ICD was successfully replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. A correction to the model and serial number of the device was made. The device model/serial number was corrected from (B)(6). Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, consecutive high voltage charge attempts caused the device to declare end of life (eol) battery status because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. A correction to the model and serial number of the device was made. The device model/serial number was corrected from (B)(6) to (B)(6).